Manufacturer narrative:
An event of aortic valve insufficiency/ regurgitation, left bundle branch block, and perivalvular leak were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on the available information, the root cause of the reported left bundle branch block could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1003 - vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. It was noted that there was calcification extending beneath the aortic annular plane in the interventricular septum. A pre-balloon aortic valvuloplasty was performed using a 20mm non-abbott balloon. During the first deployment attempt, the valve was implanted too high. It was re-sheathed one time and successfully implanted on the second deployment. After implant, an echocardiogram was performed, and the mean aortic valve gradient was measured to be 5.5mmhg. A mild perivalvular leak (pvl) was present. To treat the pvl, a post balloon aortic valvuloplasty was performed using a 25mm non-abbot balloon. On (B)(6) 2023, it was confirmed via electrocardiogram (ECG) that left bundle branch block had occurred. No intervention was provided. The patient was reported as in stable condition and continued to be followed by the study.